Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the shocking was not determined. The shocking was resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient experienced a shocking episode yesterday while shopping and then again last night while at home. The hcp saw the patient today, and the impedance level was fine at 427. It was noted that the patient was implanted 9 days ago, and set on nominal settings. The patient felt like the battery might be bulging out of the pocket, but the nurse did not think so. It looked fine to the nurse. They were going to see the patient again next week to see how they were doing. It was unknown what may have led to the shocking. The issue was not resolved at the time of the report. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.